Event description:
The article, "comparative analysis of clinical, echocardiographic, and hemodynamic features across functional mitral regurgitation subtypes", was reviewed. This research article is a retrospective single-center experience to evaluate invasive left atrium pressures, v-wave characteristics, and procedural response across atrial functional mitral regurgitation (afmr), ventricular functional mitral regurgitation (vfmr), and atrial-ventricular functional mitral regurgitation (avfmr). The devices included in the study were mitraclip and pascal. The article concluded that in patients with fmr undergoing transcatheter edge-to-edge repair, atrial ventricular, and mixed phenotypes exhibit distinct clinical, echocardiographic, and hemodynamic profiles, with afmr patients presenting lower baseline la pressures and v-waves. Despite these differences, teer results in significant reductions in la pressures and v-waves and achieves high procedural success across all subtypes. [The primary and corresponding author was samir kapadia, cardiovascular medicine, heart, vascular, and thoracic institute, cleveland clinic, cleveland, ohio, united states, with corresponding e-mail: kapadis@ccf.org.]. This study included patients who underwent teer for significant fmr from 01 january 2019 to 31 december 2023. A total of 127 patients were included in the study, of which 92% (117) received an abbott device. The average age was 71.7 years. The majority gender was male. Comorbidities included hypertension, diabetes, coronary artery disease, atrial fibrillation/flutter, and previous cardiac surgery.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, atrial fibrillation/flutter, and previous cardiac surgery. Complications reported included heart failure, mitral stenosis, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.